Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 5.5, lab: 4.4. Inratio: 5.5, lab: 4.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2009, inratio: 5.5, ref.: 4.4, mean: 4.95, confidence limits: 2.8-7.2. Inratio: 5.5, ref.: 4.5, mean: 5.00, confidence limits: 2.8-7.2. Second test was compared to coagucheck. Per event details, time of testing between inratio and lab was not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is expected to return. No further investigation will be required. No corrective action required at this time. As of 10/09/2009, two discrepant result complaints were reported for lot #214531 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.